Event description:
It was reported that during a lead reposition, setscrew anomaly was observed. The device was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reason or the return could be confirmed. The rv/svc set screw was found to be damaged. Visual analysis found no anomalies. The device was interrogated and no anomalies were found. The rv/svc test led inserted normally into the header but would not secure well. For closer exam, the septum was removed. The rv tip set screw was found to be damaged. The test lead secured well into the header when the original setscrew had been replaced with a new setscrew.